Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014: contaminated button contacts, dim/discolored display screen, cracked battery compartment.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad was intact without damage. On testing, all the buttons had normal response and were fully functional. The keypad cover was removed for investigation and revealed contamination on the contacts of the keypad buttons. The display screen was noted to be dim and discolored. The battery compartment was found to be cracked.